Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caught on fire causing what looks like ash and debris on pick up as well as on the pencil. There was no patient injury.